Event description:
This 69-yr-old female had bilateral mastectomies with silicone gel implants in 1986. There is no available info as to the name of the MFR. The pt desires to have the implants removed; gross exam: right implant is showing free silicone inside the capsule. The left implant is void of any gross disruption but there was free silicone bleed on the implant surface and on gentle pressure, clear watery fluid is expressed through minute fenestrations in the lateral aspect of the implant.